Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare's field representative that an rt236 infant dual-heated with evaqua breathing circuit did not pass the servo-I ventilator functional test. This was noticed prior to pt use. No pt consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned mr290v vented autofeed humidification chamber was visually inspected for damage. Results: two holes and several parallel line indentations were found in the water feedset tubing of the returned chamber. A lot check revealed one other complaint of this nature for lot number 100209. Conclusion: the rt236 breathing circuit failed the ventilator leak test due to the holes in the water feedset tubing of the mr290v chamber. We are unable to confirm the source of the damage to the tubing, however it appears that the tubing may have been clamped, possibly to prevent water flow or to position the tubing in a certain manner. (B)(4).

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt236 infant dual-heated with evaqua breathing circuit failed the leak test on the servo-I ventilator prior to patient use. Additional information received revealed that the breathing circuit operated properly when the mr290v autofeed humidification chamber from the rt236 breathing circuit kit was replaced. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt236 infant dual-heated with evaqua breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.